Event description:
Subsequently, additional information was received that no further information will be provided at this time. Please accept this as a final report.

Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
The device was returned and will be analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that, during a recent follow-up, this implantable cardioverter defibrillator (ICD) displayed high out of range (oor) shock impedance measurements. It was noted the noise could be reproduced on the shock channel when isometrics were performed. Technical services (ts) was contacted regarding this issue, and it was discussed that the oor shock impedance measurements were most likely due to a connection issue. Ts suggested an x-ray be performed to check if the terminal pins are completely inserted in the header, and the integrity of the lead. There were no adverse patient effects reported.